Event description:
Pt had an axillo-bifemoral bypass procedure in 1983. One month ago pt returned for an occlusion. A 15 cm impra thinwall "eptfe" graft was anastomosed to the axillary artery to old "eptfe" graft. Early post operative pt reached her arm up and felt immediate discomfort, with subsequent swelling in the axillary area. Upon re-operation the surgeon found the graft separated from the artery and encapsulated with a hematoma.